Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 665mg/dl. Troubleshooting was performed. The customer's most recent glucose reading was 283mg/dl, and she has treated with the insulin pump. The customer stated that she was experiencing symptoms of frequent urination and excessive no delivery alarms. The programming, time, and date were correct. Advised the customer that a tubing clamp was sent to perform the high pressure test and passed. No further info was provided.